Manufacturer narrative:
(B)(4). Batch # m52j6p. Device analysis ecr60d. Conclusion: analysis results for the ecr60d: the analysis results found that the ecr60d cartridge reload was received unfired and with the one piece sled missing making the reload non-functional. No further functional testing could be performed due to the condition of the received reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Photographic evidence: based on the photographic evidence, the event description of a missing sled can be confirmed. Hands on device and cartridge analysis may provide the evidence necessary to confirm the cause of the reported complaint.

Event description:
It was reported that during an unknown procedure, no push pin was found when inserting the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.